Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), and the patient¿s outcome could not be conclusively determined through this evaluation. The serial number of the heartmate 3 pump was not reported and was not able to be determined during the investigation. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document, ¿introduction¿, lists potential adverse events, including right heart failure, neurological events (not stroke related), and death that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 of IFU, also lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was febrile with altered mental state prior to death. The death was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right sided heart failure. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. It was reported that the patient was febrile with altered mental health and later expired due to right heart failure. The patient¿s outcome was not considered to be device related. No further information was provided by the account. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of this document, ¿introduction¿, lists potential adverse events, including right heart failure, neurological events (not stroke related), and death that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 of IFU, also lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.